Event description:
The tibial component was easily removed by hand, confirming that the component was loose.

Manufacturer narrative:
(B)(6) hospital reports: patient underwent initial primary surgery approximately 10 years ago. It appears that the patient has never been entirely satisfied with the outcome of the replacement. The current x rays indicate a significant varus deformity with loosening of the tibial tray. (It appears as though the tibial tray has subsided on the medial side) the patient also has a fixed flexion deformity of about 10 degrees. The decision was made to revise the tibial component to prevent any further bone loss on the tibia. On opening the knee, the tissue surrounding the replacement was found to be stained grey. The tibial component was easily removed by hand, confirming that the component was loose. A frozen section was taken and found to be negative for infection. The tibia was reamed and a stemmed mbt revision component implanted along with a 20mm insert. The femoral component and the metal backed rotating patella was left in situ. Date of original implant approximately 2001. Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.